Event description:
As the nurse inserted the catheter into the pt's vein and met resistance. The nurse removed the catheter and noticed part of the catheter was missing.

Manufacturer narrative:
The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)